Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds in the past and at that time the pace/sense portion of the rv lead was capped and replaced with an existing capped pace/sense rv lead. The high voltage portion of the rv lead remained in use. Now the patient is in for a system upgrade and the entire right ventricular (rv) lead has now been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.